Event description:
The reported feedback suggests that there was an over infusion. From the reported information there are no indications of serious injury to the patient as a result of this over infusion and no harm to user.

Manufacturer narrative:
Additional information provided: the customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted no damage or any anomalies. Analysis of the pcu event log contained entries between 24-jul-2019 14:49 pm and 31-jul-2019 14:52pm. Review of the pcu event log identified that a new hospital data set (g v health v2.1 2019) was uploaded on 24-jul-2019 14:57pm and was activated when the user next selected new patient on 24-jul-2019 15:36pm with the profile "general ward" selected. Upon the receipt of the pcu module and its initial power up the scn profile was displayed, however throughout the pcu event log the changes / selections of the profiles at subsequent power ups were traceable. Analysis of the pcu event log shows on (25-jul-2019) an infusion corresponding with details provided in the feedback. Although two pump modules were connected to the pcu only one pump module (14711454) was selected and the following events were reproduced / confirmed by replicating the sequences of key presses / selections performed by the user with respect to this pump module. Functional testing found the device performing within specification. The root cause of the customer¿s report was due to user error. It is possible that the user may have entered a value of 60 with the assumption that this was the infusion duration instead of the infusion rate.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was an over infusion. From the reported information there are no indications of serious injury to the patient as a result of this over infusion and no harm to user.